Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 185 mg/dl. Customer's sensor glucose level was 93 mg/dl. The sensor glucose and blood glucose readings have been off by almost 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer advised there was blood at their site. Troubleshooting for blood at site was performed. Customer advised the sensor was fully inserted and the site was comfortable.